Event description:
This x-ray system would not allow the visual sub unit (vilsub) to be setup.

Manufacturer narrative:
A specific root cause could not be identified. The discrepant results in comparison to the competitor assays may be due to different epitope recognition used in the assay from different manufacturers. This can lead to different detection. As no sample was provided for investigation, interference analysis was not possible. No instrument or reagent related issue could be identified in the provided data. The customer could not provide any information regarding the patient's status or history. The patient was not adversely affected.

Event description:
The field application specialist reported the user received questionable total psa results for one patient sample. The initial result from the cobas e601 analyzer was 4.08 ng/ml and the repeat result was 4.12 ng/ml. The sample was repeated on a centaur analyzer with an initial result of 0.31 ng/ml and a repeat result of 0.20 ng/ml. The results 4.08 and 0.31 ng/ml were reported outside of the laboratory. The patient was not affected by the event. On (B)(6) 2010, the user performed a 1:5 dilution of the sample with a "treatment of heterophilic blocking tube" and received a result of 4.59 ng/ml. The sample was tested again undiluted with the heterophilic blocking tube and generated a result of 4.03 ng/ml on the e601 analyzer and 0.19 ng/ml on the centaur analyzer. On (B)(6) 2010, the sample was sent to a reference lab and tested on a beckman analyzer. The result was 0.14 ng/ml. The total psa reagent lot number was 15719901. The user stated this was the only sample affected and they do not believe the event was instrument related. The user refused a service visit.